Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no observable physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the pump powered on to a blank display. The pump had functional audio and vibratory alarms. The battery cap was able to fully tighten to the pump but the slot on top of the cap was damaged. There was a battery compartment crack observed below the grip pad. There was evidence of battery alarms and pump reboot events observed in the black box on 11/09/2014. The pump's idle current draw was not within specifications. There was evidence of excessive pump temperature being duplicated during the investigation. The display screen was cracked in multiple places, causing the high current draws. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.